Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, white particles inner device and opening crack. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and opening crack of the valve. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.